Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the system. The fse replaced the buffer valve on the au5800 analyzer to resolve the issue. (B)(4). The customer refused to provide patient data. Patient demographic information was not provide.

Event description:
The customer alleged that the au5800 clinical chemistry analyzer generated erroneous sodium and potassium (na, k) results and the results were reported outside of the laboratory. The customer was informed by the physician who questioned the results. Results were corrected on three patient samples. The customer refused to provide patient data. Upon customer follow-up, the customer stated one patient was sent to the emergency room (ER) but unknown if there were any impact to patient treatment. The customer confirmed 3 total corrected results and the results were not so far out. The incident occurred before her working shift. The customer stated controls (qc) were run prior to this event and the results were acceptable.